Event description:
It was reported that anesthesia 17gax18cm durasafe product was damaged. The following information was provided by the initial reporter: the operating room reported that the syringe syringe in the sack product was damaged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-03. H6: investigation summary: a device history review was conducted for lot number 0220527. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally analysis of the returned sample revealed surface abrasions on the surface of the syringe body. The issue has been confirmed. Based on a review of the manufacturing process our engineers have determined that the most likely root cause is related to the supplied raw material. In response to this event our facility has notified our supplier of the issue and retrained our inspection teams. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that anesthesia 17gax18cm durasafe product was damaged. The following information was provided by the initial reporter: the operating room reported that the syringe syringe in the sack product was damaged.